Event description:
It was reported that during an unknown procedure, the or assistant connected the ace to the generator and tested the device before use. That went ok. After that the surgeon used the device for dissecting the tissue and after a while the generator gave an error. The or assistant disconnected the device and placed the ace again to the hand piece and connected it to the generator. She tried to test the device but it didn¿t work. The generator made a strange noise and the active blade of the ace fell off the instrument. The broken blade is in the package under a piece of tape. They took another ace to finish the procedure and that went well. After the procedure they tested the hand piece and it was past its lifetime. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an instrument error was displayed. A probable cause of the device stop activating and display an instrument error is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ "relaxed pressure in blade" followed by a ¿replace instrument¿ screen later in the procedure. It is possible that the unexpected noise heard could be either: (1) the blade making contact with metal or plastic while activated; (2) the blade not properly attached to the handpiece; or (3) the solid tone emitted when the blade becomes damaged.